Event description:
It was reported that the culprit vesel was located at the mid rca and was moderately calcified. Another company's balloon catheter was pre-dilated to 16 atm for 20 seconds; however, the mini vision stent could not enter the lesion. So, an attempt was made to withdraw the stent delivery system (sds) into the guiding catheter, but the attempt failed. Distension was noted in the proximal end of the stent (flaring). As a result, the whole system, including the stent and the guide wire, was withdrawn into the aorta and the stent became dislodge from the balloon. Several attempts were made to withdraw the stent into the guiding catheter, but all of the attempts failed. Finally, the stent went in the femoral artery and the stent had to removed surgically.